Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). At the commencement of the procedure, transesophageal echocardiogram (tee) revealed spontaneous echo contrast in the laa. While positioning the closure device a small, mobile thrombus was observed near the core wire on the surface of the closure device. Aspiration was performed with the wds and the thrombus was no longer visible via procedural imaging. The procedure proceeded and was successfully completed. During recovery a neurological examination was performed with normal results. The patient fully recovered and was discharged from the hospital.